Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that the staples in two ems20's jammed. A third one was pulled to complete the case. There was no consequence to the pt.